Event description:
A report was received that the patient is experiencing motor stimulation with cramps in the legs following an implant procedure. An x-ray revealed that the lead had migrated anterior to the spinal cord. A revision was performed and the lead was relocated. The patient is reportedly doing well following the revision.